Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the contrast leaked from the handle while attempting to perform ercp. The procedure was completed another trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results; sidecar pushback.

Manufacturer narrative:
Investigation finding: side car- rx pushback. A visual examination of the device found the basket to be fully retracted and the side car-rx was found to present a pushback of approximately 4mm. Functional evaluation revealed that the basket could be extended and retracted without issue and the basket wires were properly formed and evenly spaced. A second functional evaluation was performed by injecting water into the device. Water leakage was noted at the handle body and handle cannula interface. Further examination showed the o-ring to be intact and undamaged however; it was not properly positioned over the handle cannula portion of the wire basket assembly. The reported event of handle leak was consistent with the complaint incident that the handle was leaking. Further evaluation revealed the side car ¿rx presented a pushback that was not within specification. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.